Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was selected for use. Transeptal puncture (tsp) was completed with a versacross access system (8.5f) and exchanged the trusteer access system sheath over the pigtail. It was noted at this time, that the physician forgot to administer heparin. Subtherapeutic activated clotting time (acts) were present upon crossing. The physician continued the case and loaded a 27mm wds through the was sheath. During deployment, it was noticed what looked like a thrombus on the was sheath. However, it was not able to be seen shortly after visualization. Act came back therapeutic when it was drawn as greater than200 seconds. The closure device needed to be redeployed a couple of times to meet position, anchor, size and seal (pass) criteria. The closure device was released, and on the way out of the left atrium, a large thrombus was noted to be present on the right side of the heart next to the tsp location. It was stable on the fossa. The physician opted to not aspirate and was going to prescribe anticoagulants and reevaluate at a follow up.